Manufacturer narrative:
Per additional information, the patient underwent a valve-in-valve procedure with a non-edwards valve. A supplemental MDR is being submitted due to engineering evaluation findings. Sections b2, g6, h2, h6: health effect - impact code type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the device history review revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "approximately 2 years and 4 months post tf tavr with a 26mm sapien 3 valve in the aortic position, the valve failed prematurely. The valve failure mode is unknown and there is no additional information at this time". Due to limited information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 2 years and 4 months post tf tavr with a 26mm sapien 3 valve in the aortic position, the valve failed prematurely. The valve failure mode is unknown and there is no additional information at this time. The patient does not have a scheduled procedure date.